Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery and was 20mm long with vessel diameter of 3.0mm. A 3.00x20mm promus element drug-eluting stent was advanced for treatment. However, during procedure the tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.